Event description:
Two devices were implanted. Because of prolonged surgery, a clot formed within the device. Thrombolysis was performed, successfully removing the clot. Patency was restored and no further complications have been observed.